Event description:
It was reported that the customer experienced high blood glucose levels and found that the infusion set cannula was bent. The blood glucose reading was 600 mg/dl, which was treated with a manual injection. The customer complained of headache, thirst, nausea, body aches, swelling tongue, and blurry vision. The insulin pump history showed a weak battery alarm, but the screen showed a full battery. Advised that the insulin pump would function but that the battery life would be shorter than expected. Advised the customer to return the infusion set for analysis. Advised a complete infusion set, reservoir and insulin change. The blood glucose reading by the end of the call was 263 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.